Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The reported surgical intervention was result of case specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 268,291s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.73mm and at left coronary cusp (lcc) was 6.7mm. After the procedure, the patient had a left bundle branch block (lbbb). On an unknown date in (B)(6) 2025, the patient had a syncopal episode and permanent pacemaker was placed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 268,291s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.73mm and at left coronary cusp (lcc) was 6.7mm. After the procedure, the patient had a left bundle branch block (lbbb). On an unknown date in (B)(6) 2025, the patient had a syncopal episode and permanent pacemaker was placed.